Event description:
During incoming inspection, the distributor rejected this device, 0035040, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received two 0035040 in unopened original packaging. Lot number was verified. Performed a visual inspection, the device on one package was protruding through the seal, the second device was encroaching the packaging seal. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal on one of the packages. A likely cause for this issue is heat sealer malfunction and/ or improper sealing technique. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 40 reports, regarding 80 devices, for this device family and failure mode. During this same time frame 4,143,220 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
UDI related data quality updates only. UDI changed from (B)(4) received two (B)(6) in unopened original packaging. Lot number was verified. Performed a visual inspection, the device on one package was protruding through the seal, the second device was encroaching the packaging seal. Performed a functional inspection, the devices were dye leak tested which indicated that the packaging had an insufficient heat seal on one of the packages. A likely cause for this issue is heat sealer malfunction and/ or improper sealing technique. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, (B)(6), for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.